Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger and failed pre-test for check for sticky speed trigger. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had insufficient/low power. It was further determined that the device failed pretest for check function forward/reverse, check the power with test bench, and check for sticky speed trigger. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.